Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's leads were poking through the skin and are exposed to the air. The cause of exposure was unknown. The patient underwent explant procedure wherein the leads and ipg were removed. No device malfunction suspected. The patient was doing well.

Event description:
It was reported that the patients leads are poking through the skin and are exposed to the air. There was no device malfunction suspected. All device components were explanted and were not returned. Additional information was received that erosion was due to a kind of loop of the lead.

Manufacturer narrative:
Additional information was received that there was actual skin breakage.

Event description:
A report was received that the patient's leads were poking through the skin and are exposed to the air. The cause of exposure was unknown. The patient underwent explant procedure wherein the leads and ipg were removed. No device malfunction suspected. The patient was doing well.